Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. Th no conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported a no delivery alarm on her husband's insulin pump. She stated the alarm occurs after .7 units of insulin are delivered. Customer's blood glucose was 337 mg/dl. The wife declined to troubleshoot for high blood glucose. The customer also stated they have tried all remedies and declined to troubleshoot for the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.